Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was still able to squeeze the handle of the clip applier and the jaws were still able to close, but when firing, the clip did not form properly.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo of a device. The visual inspection of the returned photo depicts two properly formed clips and three scissored clips. The root cause of the observed condition could not be reliably determined due to not receiving the product; however, based on observations the most likely root cause for the observed condition was determined to be misuse of the product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.